Manufacturer narrative:
Pc-(B)(4). Date sent:(B)(6)2022. Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished ec45a with lot number x94m00, and no non-conformances were identified. Manufacturing date: 03/25/2022. Expiration date: 02/28/2025.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.